Manufacturer narrative:
Section a2, a4: corrected data. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a gastrointestinal (gi) bleed with hemoglobin down to 4. The patient underwent a gi evaluation with resection of an oozing polyp found on endoscopy. He also underwent an esophageal biopsy which was positive for small cell carcinoma. He met with radiation oncology to discuss possible palliative radiation therapy and after several discussions, he elected not to undergo radiation therapy. No further information was provided.

Manufacturer narrative:
Section b5, d4, h4: additional information. Section b2: correction. Manufacturer's investigation conclusion: details of this event were also reported under MFR # 2916596-2020-01703. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a gastrointestinal (gi) bleed and underwent a gi hemostasis (n/a) and esophagogastroduodenoscopy (egd), using biopsy (left) on (B)(6) 2020. On (B)(6) 2020, the patient had an egd with hemorrhage control (left).